Manufacturer narrative:
(B)(4). The reporter initially reported that the sample was available. However, the sample was not returned by the customer. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had "moisture built up around the bottom of the device". This potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.